Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the connection of the texium between the secondary and the primary IV line approximately half way through an avastin infusion. The medication that was unable to be infused had to be remade as a half dose by the pharmacy. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: 24010-0007t; 12ml monoject syringe; 100ml baxter bag ndc 0338-0049-18, lot p350439, exp dec 17, 0.9% sodium chloride injection; therapy date (B)(6) 2017. The customer¿s report of a texium leak at the connection between the secondary and primary IV set was not confirmed. Visual inspection, functional testing and pressure testing identified no leaks with the returned sets. A check valve failure was noted on the concomitant primary set however this is considered an incidental finding unrelated to the customer's report. The root cause of the reported leak was not identified.

Event description:
The avastin infusion was 340mg in sodium chloride 0.9% 100ml infusing 113.6 ml at 227.2ml/hr over 30 minutes.